Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure the vasoview hemopro 2 cautery wouldn't open all the way and it felt jammed. They stated that they loaded the cautery device per the IFU with the camera lens in place and used short pushes to advance the device. No resistance was noted on insertion. No abnormalities were noted on pre-cautery test. When she advanced the cutting tool to take the first branch, the jaws of the device did not open to its normal position and therefore could cross the branch safely. No attempt was made to cross or cauterize the branch. The device was removed and examined outside of the patient. At that time, the jaws were checked again with the cautery functioning properly (beeping sound was heard, power setting at 3) but the jaw did not open as wide as the should. A second hemopro2 kit was opened and the case was completed without any complications or delay to the procedure time. There were no attempts to cauterize within the patient, therefore no bleeding occurred. There was no harm to the patient,